Event description:
Related manufacturer reference number: 1627487-2021-19212. It was reported that patient experienced uncomfortable stimulation. Reprograming was not able to resolve the issue. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined